Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1734) on 19-oct-2015. The most recent information was received on 15-jul-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("monthly periods last over two weeks, are heavy, painful and restrictive"), dysmenorrhoea ("monthly periods last over two weeks, are heavy, painful and restrictive") and anaemia ("anemic"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, dysmenorrhoea and anaemia had not resolved. The reporter considered anaemia, device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 19-oct-2015. The most recent information was received on 28-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("monthly periods last over two weeks, are heavy, painful and restrictive"), dysmenorrhoea ("monthly periods last over two weeks, are heavy, painful and restrictive") and anaemia ("anemic"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation outcome was unknown and the menorrhagia, dysmenorrhoea and anaemia had not resolved. The reporter considered anaemia, device dislocation, dysmenorrhoea and menorrhagia to be related to essure. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported which indicates a new technical failure mode for the device. Medical assessment. No product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: newly added events- device migration, device removed, essure insertion and removal date was added, reporter was added, product indication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.